Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a migration include calcification levels in the native vessel, compliance of the aorta and native vessels, size mismatch between the device and patient anatomy and balloon aortic valvuloplasties. The observed migration was most likely due to patient anatomy as eccentric severe basal septal hypertrophy with significant protrusion into left ventricular outflow tract was reported. Without return of the product a conclusive cause of the clinical observation could not be determined.

Manufacturer narrative:
Additional information was received, updated fields for patient's weight and age.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after deployment of a 29mm transcatheter bioprosthetic valve, the valve migrated into a supra-an nular position on the non-coronary cusp (ncc) and right coronary cusp (rcc) sides with significant paravalvular leak (pvl). This 29mm transcatheter bioprosthetic was deployed deeper in the left ventricular outflow tract (lvot) position but once again late migration into a supra-annular position occurred. It was reported that the migrations were likely secondary to an eccentric severe basal septal hypertrophy with significant protrusion into lvot, which was seen on transesophageal echocardiogram. A third 29mm transcatheter bioprosthetic valve was deployed in a very deep lvot position. Some migration post release was noted, however the valve remained sub-annular. The pvl was reduced to mild on aortography and transesophageal echocardiogram post implant. No adverse patient effects were reported.